Event description:
It was reported by dealer that the back tube on the recliner back has broken at the weld on the bottom. The dealer states that it was a cold weld and never went together (trsx5rc wheel chair).